Event description:
The patient reported that the pod experienced a hazard alarm after an unspecified duration of wear on the abdomen. This resulted in the patient¿s blood glucose levels increasing above 250 mg/dl. Investigation of the pod found a torn cannula. This complaint was originally coded for a pod alert/hazard alarm/advisory during operation.

Manufacturer narrative:
The device was received fully deployed with evidence of discoloration observed through the top housing and corrosion and fluid observed through the bottom housing. Upon removal of the top housing, corrosion was observed on the reservoir, chassis, bottom battery, pcb, and mechanism rails. Evidence of fluid stains were also observed on the commutator cap. The observed corrosion resulted in all three battery voltages measuring lower than expected and the pod data being unable to be retrieved. Due to the observed data loss, the presence of a hazard alarm could not be determined. During investigation, fluid was observed to leak from tears in both sides of the unexposed portion of the soft cannula. The observed internal cannula tears and subsequent fluid leaks can be confirmed as the root cause of the observed corrosion and data loss, however it could not be determined if the internal cannula tears contributed to the reported hazard alarm due to the observed data loss. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone15.5. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.